Event description:
Surface of skin was burned. Skin came off 2 cent. In length by 1/2 cent. Wide necessitating surgeon to make an eliptical incision. Did not know how it happened but they think the heart was transferred through the blood because vein was not superficial. Hosp did not save equipment.